Manufacturer narrative:
Pump passed a unexpected restart error test. Pump will hold the setting properly. No reset anomaly or memory erase anomaly noted. Pump received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump will not save settings and has tried many times. Customer does not recall any significant events leading to the error. Customer's blood glucose was 130 mg/dl at the time of incident. Troubleshooting was refused by customer. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.